Event description:
The customer reported that the system displayed iris pot errors when the c is rotated. A pt was involved, but not injured. The case was completed with another c-arm.

Manufacturer narrative:
The ge service rep found a broken wire in the hv cable. He ordered and replaced the hv cable and external interface pcb. The system is operating as designed. This MDR is related to ge healthcare complaint number.